Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has stopped working, screen went black, pump rejected new batteries, and crack in the middle of the screen all the way to the reservoir. The customer's blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will not be returned for analysis.